Event description:
Pt complains of rash on both hands along with swelling, itching and watery discharges from eyes. Pt states that she is better after being off work. No swelling of throat. Pt works as nursing assistant in hosp setting.